Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in mildly tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 10 seconds, the balloon was ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
(B)(6).